Event description:
Had passed out (passed out). Blood sugar went up (blood sugar increased). Feeling weird (weird feeling). Case description: this case was reported by a consumer and described the occurrence of blood sugar increased in a (B)(6) year-old female patient who received glycerin ((B)(6) mouth spray ((B)(6)) oromucosal spray (batch number (B)(4), expiry date 31st march 2017) for product used for unknown indication. Concomitant products included insulin glargine (lantus) and insulin as part (novolog). On (B)(6) 2015, the patient started (B)(6) mouth spray ((B)(6)) at an unknown dose and frequency. On an unknown date, an unknown time after starting (B)(6) mouth spray ((B)(6)), the patient experienced blood sugar increased (serious criteria hospitalization), weird feeling (serious criteria hospitalization) and passed out (serious criteria hospitalization and gsk medically significant). The action taken with (B)(6) mouth spray ((B)(6)) was unknown. On an unknown date, the outcome of the blood sugar increased and weird feeling were not recovered/not resolved and the outcome of the passed out was recovered/resolved. It was unknown if the reporter considered the blood sugar increased, weird feeling and passed out to be related to (B)(6) mouth spray ((B)(6)). Additional information, the consumer reported that she started using spray on (B)(6) 2015. The consumer reported while she was at a birthday party she had passed out, her blood sugar went up and she had been feeling weird. The consumer reported she was in ICU from (B)(6) 2015 and was released on (B)(6) 2015. The consumer reported her blood sugar had come down some but not completely. The consumer reported that she had an IV in her carotid and arm and that they did a lot of testing in the hospital but could not be specific as she was passed out. The consumer reported that she took about (B)(6) different medications. The consumer was able to provide 2 of them at that time. She took lantus (B)(6) units in the morning and night, novolog (B)(6) unit at morning, noon and night.